Event description:
The customer reported the table was not able to move up or down.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep verified the table is operating as intended by testing the up/down movement.